Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This is a report of peritonitis in a patient manifested by abdominal cramping coincident with dianeal therapy for peritoneal dialysis (pd). The patient was hospitalized for the peritonitis was started on unspecified antibiotics for 12 days (daily, ip, and dose not reported). Two days after hospitalization, the patient was discharged. The patient recovered from this peritonitis event.